Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-12419. It was reported the patient was experiencing ineffective stimulation. Images revealed the leads had migrated. Physician planned surgical intervention to address the issue. Patient received two leads from different lot numbers, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.